Manufacturer narrative:
Device was not returned or evaluated by the manufacturer as resolution of the reported issue was confirmed on the call with tech nical services (ts). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that when setting up for a procedure, the imaging system and navigation system were not communicating. Technical services (ts) had the site reboot the imaging system without the network cable connected to the navigation system and the issue resolved. This issue was noted outside of a procedure, and there was no patient involvement.